Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and full system testing using a set of test batteries without duplicating the malfunction. The device was recertified and returned to the customer. The batteries that were used at the time of the reported incident were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up in rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.